Event description:
It was reported that the patient experienced coupling and/or communication issues with ins recharger. The patient used the antenna locate feature and received 54 to 88. Afterward, the patient received the power on reset (por) screen on the recharger and then saw of the eight efficiency boxes shaded in. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).